Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the x-rays provided supports the complaint with a broken plate and some osteolysis under the plate which could have led to lack decreased stability of the bone and the plate failed by fatigue but this can¿t be confirmed. Without the request clinical information, fall history, bone quality, therapy records, the complete revision record, or the explant the root cause of the broken device cannot be determined. The future impact to the patient beyond the revision cannot be determined. No further clinical medical assessment is warranted at this time.. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the device broke, therefore, the doctor decided to proceed with revision surgery.